Event description:
It was reported that, "size 5 - 9 mm cr trial cracked."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.